Event description:
The customer reported a tear in air detector segment, however, picture received shows tear in supper pumping segment joint. The customer mentioned that they have had 3 more similar faults with this set, however, they were unable to provide any details of these three episodes. The affiliate had confirmed that they do not have any details regarding these incidents.

Manufacturer narrative:
(B)(4): sample involved in this event will not be returned as it was not available. No failure investigation could not performed.